Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the reported issue could not be duplicated, and the unit passed all the functional tests.the investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit screen was not reading properly, it was saying there was 0 flow rate even though the gas was flowing. There were no reports of patient harm.